Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to damaged crown (dislodged dental restoration).

Event description:
The customer reported a dislodged crown while wearing the retainers; the customer was not able to provide the impacted tooth number. Medical intervention was required and the crown was replaced. Retainer treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).